Manufacturer narrative:
The other relevant components include: product ID: 8840, serial# unknown, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2018 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. At the time of report, the pump was full of saline and had nothing in it. The indication for use was spinal pain. It was reported that the patient's pump was not programmed correctly and the patient ended up in the hospital. Every month the patient's pump was refilled, and a day later the patient was sicker than a dog and ended up going to the emergency room (ER). The patient went to the ER in (B)(6) 2017 (at the time of the refill) because they were so sick and couldn't even walk. Per the patient, they had enough. It was noted that the nurses were the ones who normally filled the pump and not the healthcare provider (hcp). In (B)(6) 2017, someone refilled the pump who had never done a refill before, and had to sign a piece of paper that they were not responsible. The patient was reportedly helicoptered to another hospital "maybe 5 months ago" (relative to (B)(6) 2018). They took out the medication and put in saline after the patient got out of the hospital, and it was specified that the patient had saline in the pump since the past summer (relative to (B)(6) 2018). The patient reportedly didn't want more medication than what it should be. The patient reportedly went through withdrawals in (B)(6) 2017 and was sweating in bed for months from trying to get over it, and the patient did beat the withdrawals. The patient was in great pain from the get go, but it kept getting worse. The date of onset regarding the pain was unspecified. The patient wanted the pump taken out because it was causing so much pain. The patient was reportedly "admitted to 2.5 weeks and wanted [the patient] to go to [a] rest home to get strength back however [the patient] had home therapy instead." It was noted that the patient's hands were getting crippled 7 months ago, in 2017, and the other hand was getting crippled now. It was noted that the patient could not cook or walk, and could not sleep at night. Per the patient, they were just tired of it. The patient was to follow-up with a hcp and no further complications were reported or anticipated.

Manufacturer narrative:
Patient codes have been updated to include (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-feb-07, additional information was received from the patient. The patient was asked if their hands being crippled was related to their device/therapy and the patient noted that "their hands never felt like this until I got this". The patient mentioned that they had arthritis and then clarified that they assumed they got arthritis. The patient reported their medical history, stating that their legs kept going to sleep and they had back surgery as a result. However, the patient had back pain as a result that only worsened. The patient had a stimulator placed. The patient then had their pump implanted. The patient noted that the physician used "snail slime" in their pump. The patient reported again that they went through withdrawal once the medication was drained out of their pump and noted that they had the medicine drained out because it was "too strong". The patient's pump was filled with saline. The patient reported again that they laid in bed for 4 months and noted that they were hospitalized for a year and a half. The patient noted that they got pneumonia as a result of being in bed. The patient also reported that they had knots in their back that k ept growing and the patient was in "worse shape". According to the patient, they could not undergo an MRI according to their hcp. The patient noted that they were given an electric wheelchair.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8870, serial# unknown, product type: software. If information is provided in the future, a supplemental report will be issued.